Event description:
It was reported that a nurse was unable to disconnect a blood transfusor set. The reporter stated that the nurse had to use a separate tool to disconnect the set. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation, however, a picture was provided. Inspection of the photo identified a crack on the rotating luer lock. Should additional relevant information become available, a supplemental report will be submitted.